Event description:
It was reported, the pt experienced swelling, redness and warmth at the ipg site. The pt denied any fever, falls or trauma. It was further reported diagnostic testing revealed normal results. The pt feels warmth whether the stimulation is on or off. Additional follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.